Event description:
It was reported that (1) cdh33 was used during a sigmoid colectomy procedure. It was reported by the rep that while attempting to anastomose the distal rectal stump the distal end of the proximal stump of large colon, anvil would not lock into place on fully extended trocar shaft of the cdh33. The anvil would pop off the trocar shaft as the surgeon would attmept to close the instuement into the firing range. Another chd33 was used to complete the case and there was no consequence to the pt.